Event description:
Complaint# (B)(4).

Manufacturer narrative:
The defective air protection module has been requested for return with RMA no. (B)(4) on (B)(6) 2019 in order to perform root cause analysis in our life cycle engineering department. The investigation by life cycle engineering was performed on (B)(6) 2019. Following was found: the visual inspection of the defective air protection module did not show any abnormality. During electrical tests it was found that due to a blown fuse one of the supply voltages of the bubble sensor was missing. The inspected air protection module showed no reason for the blown fuse. Therefore the most probable root cause is a short circuit outside of the apm, for example in the bubble sensor. The reported failure "air protection module non functioning" could be confirmed. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The getinge field service technician (fst) has been sent out for preventive maintenance (pm). During the pm, the fst found defective apm 20-411 air protection module . Bubble detection was non-functioning. No patient involvement. According to the service report# (B)(4) dated on 2019-02-07 following work has been done: maintenance work and technical safety checks carried out according to manufacturer's specifications, according to the service protocol. Defective apm 20-411 air protection module replaced. The fst performed functions and calibrations check. Function test and test run passed. Most probable root cause analysis is not finished yet. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending process. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was stated that during preventive maintenance, the getinge field service technician found defective apm 20-411 air protection module. Bubble detection was non-functioning. No patient involvement. Complaint# (B)(4).